Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 7071804, UDI: (B)(4).

Event description:
It was reported that patients spinal cord stimulator lead had migrated. It was noted that patient was not able to get enough pain relief. The patient underwent a spinal cord stimulator lead replacement procedure and was doing well post operatively. The explanted device will not be return due to facility policy.